Event description:
Updated clinical narrative: it was later reported that tissue plasminogen activator (tpa) was not administered, and the patient survived to explant. The high purge pressure resolved without intervention. The patient subsequently experienced a stroke, which was noted as this may be associated with embolic material within the circulatory system. Previous clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 55-year-old female patient for an unknown indication. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella 5.5 support, high purge pressure and purge system blocked alarms were observed. Evaluation confirmed no kinks within the purge system. A purge cassette exchange was performed; however, the alarms persisted without resolution. Device placement was verified by echocardiogram at the time of the reported events. Tissue plasminogen activator (tpa) was administered into the purge system per abiomed medical office recommendation. The use of tissue plasminogen activator (tpa) in the impella purge system represents off-label use; however, no adverse patient effects or clinical complications related to its administration were reported. During the course of support, the patient experienced an embolic stroke, which was reported as attributed to the impella device. The patient was also supported with extracorporeal membrane oxygenation (ECMO) beginning may 27, 2026. Additional contributing factors included episodes of high purge pressure, which later resolved. High purge pressure and purge blocked alarms are known to occur in the setting of purge system resistance, including thrombus formation within the purge pathway. Embolic stroke may occur in patients receiving mechanical circulatory support and may be influenced by anticoagulation status, underlying critical illness, and the complexity of combined support therapies such as impella and ECMO. The impella 5.5 remained in place and continued to provide support. The patient remained on support at the time of reporting.

Manufacturer narrative:
Additional information and noted the following: the pump was explanted and the pump is being returned for investigation. Additionally, tpa was not administered, the high purge pressure resolved on its own, the patient did suffer a stroke so it is feared the biomaterial that could have been on the purge gap migrated forward in the circulatory system. Following receipt of the additional information, the clinical narrative was updated, captured to b5. D6b explant date was updated (with d6a implant date repopulated). Additionally, complaint coding was updated to better reflect the reported event after receipt of the additional information. H6 health effect-clinical/impact and medical device problem coding were updated accordingly.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 55-year-old female patient for an unknown indication. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella 5.5 support, high purge pressure and purge system blocked alarms were observed. Evaluation confirmed no kinks within the purge system. A purge cassette exchange was performed; however, the alarms persisted without resolution. Device placement was verified by echocardiogram at the time of the reported events. Tissue plasminogen activator (tpa) was administered into the purge system per abiomed medical office recommendation. The use of tissue plasminogen activator (tpa) in the impella purge system represents off-label use; however, no adverse patient effects or clinical complications related to its administration were reported. During the course of support, the patient experienced an embolic stroke, which was reported as attributed to the impella device. The patient was also supported with extracorporeal membrane oxygenation (ECMO) beginning (B)(6) 2026. Additional contributing factors included episodes of high purge pressure, which later resolved. High purge pressure and purge blocked alarms are known to occur in the setting of purge system resistance, including thrombus formation within the purge pathway. Embolic stroke may occur in patients receiving mechanical circulatory support and may be influenced by anticoagulation status, underlying critical illness, and the complexity of combined support therapies such as impella and ECMO. The impella 5.5 remained in place and continued to provide support. The patient remained on support at the time of reporting.